Event description:
It was reported that during a da vinci prostatectomy procedure the customer experienced system error code #20008 which could not be overridden. The system was shut down and rebooted, however, the same system error code recurred. The site shut down the system for a second time and the system would not power up when turned on. No patient harm, adverse outcome, or injury was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that system error code #20008 experienced by the customer was associated with a patient side manipulator (psm) and that the power on failure was associated with the primary power supply (pps). The system was repaired by replacing the affected psm and pps. The psm was returned to isi for failure analysis investigation. Under normal circumstances, every 2000x fault also has a 2100x fault with additional information. Together the two fault codes describe completely what the machine records. For the type of faults that result in a 20008/21008 fault pair, the system safety software determined that the robotic joint angular measure as recorded by the primary sensor (encoder) and secondary sensor (potentiometer) differed by more than the specified tolerance. During testing and evaluation, engineering found that a motor encoder axis pinion gear had shifted approx 90 degrees from the shaft due to a failing loctite bond, thus generating the system error codes. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. Upon determining this condition, the safety system put davinci in a "recoverable safe state". The pps was also returned to isi. Isi forwarded the pps to the vendor for failure analysis investigation. If a malfunction cannot be confirmed, a follow-up MDR will be submitted. As of 2007, there have been no reported recurrences of the issue at this hospital.